Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes a correction to the UDI. Corrected section: d.4: primary UDI number. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Further inspection was performed under a microscope. The delivery wire was inspected along its entire length, and no damage was found. The stent was found still inside the introducer. The stent was observed in good condition, with no structural damage (i.e., no broken struts, no kinks). A functional test was performed. A lab sample prowler select plus microcatheter was flushed using a lab sample syringe. After flushing, the returned complaint device was introduced into the prowler select plus microcatheter, and it was advanced. No resistance / friction was felt when the stent passed through the hub area nor along the entire length of the microcatheter. The stent was inspected under the microscope, and no abnormalities were found on it (i.e., no broken struts, no kinks). Residues of dried blood were found on the body of the stent. The issue reported regarding the distal markers of the stent not being fully opened was not confirmed since the stent fully expanded during the analysis. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8294532. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 8294532. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure targeting the right middle cerebral artery (mca) stenosis, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8294532) was placed in the target position and the physician started to lease the stent, but the distal markers were converged and could not be opened. The physician retracted only the stent and replaced it to complete the procedure using the same microcatheter. There was no report of any negative impact to the patient. On 24-mar-2025, additional information was received. The information confirmed that the procedure was targeting the right middle cerebral artery stenosis. There was vessel plaque that may have been a factor contributing to the incomplete stent expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had not been checked. There was no resistance during the advancement of the stent. It is not known whether the stent was still on the delivery wire when it was removed from the patient. The stent / stent delivery system did not appear damaged when it was removed. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The information confirmed there was no negative patient impact and no clinically significant delay in the procedure.